Event description:
Rn noticed IV was difficult to flush. When removed, saline/blood noted to be coming from a hole near the end of the catheter. This occurred on 3 separate occasions, with 2 specimens being saved. Necessary medical treatment.